Event description:
It was reported, the patient¿s pump ¿shut off¿ following an MRI. It was reported, the manufacturer representative was right there to turn it back on. It was not reported but per the manufacturing device registry the device system was used to deliver dilaudid, baclofen and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(6).